Event description:
It was reported that upon insertion of the flex guide, the anchor went in about half way and then it would not proceed any further. It was further reported that they went in with an arthroscopic shaver blade and shaved off the excess anchor that was protruding out of the first one. Another anchor had to be placed next to the first one.

Manufacturer narrative:
Additional information will be provided once investigation is complete.